Event description:
The customer reported approximately ten milliliters of clear fluid leaked under the instrument during system startup involving the coulter lh 780 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted at the time of the event. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked from the triple transducer module (ttm) assembly due to loose tubing to the flowcell. The fse reattached the tubing securely and resolved the fluid leak. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).